Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed 04/27/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the pump battery compartment was observed to be cracked in two places. One of the cracks began at the top of the compartment and the other below the pump bumper pad. During testing, the battery cap was confirmed to tighten fully to the pump. Unrelated to the battery compartment issue, the bolus button was observed to be detached from the pump. (B)(6).